Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of occipital neuralgia. It was reported that the ins had not worked in years and now the patient was having a problem with their neck and arm so their healthcare professional (hcp) wanted to do an MRI. The patient stated they could not have an MRI of the neck and arm because the ins needed to be removed. They clarified that the problem with the back of the neck and arm was that they were hurting. The patient stated they talked to their current hcp 3 weeks ago and he said to put in a request to have the ins taken out. The role of a manufacturer representative (rep) was reviewed and the hcp was advised to call in to page a rep. No further patient complications were reported as a result of this event.